Event description:
It was reported that patient presented remotely via merlin.net. Review of the episodes recorded noted that the right atrial lead exhibited far-field r wave (ffrw) oversensing resulting in inappropriate automatic mode switch (ams). No changes or intervention was reported. The patient was in stable condition.